Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: ¿ (B)(6) 2008: (B)(6) , (B)(6) md, incisional hernia repair, panniculectomy ­ preoperative diagnosis: incisional hernia of the abdomen as well as abdominal panniculus ­ postoperative diagnosis: incisional hernia of the abdomen as well as abdominal panniculus with hernia measuring 3 x 2.5 centimeters. ­ anesthesia: general via endotracheal tube ­ indications: the patient is a 52-year-old woman. She has a history of significant weight loss with some regain. She has had multiple abdominal procedures and complains of discomfort with a subumbilical incisional hernia. Preopertaively she had work-up which included computed tomography scan which indicated the presence of the hernia with peritoneal fat prolapse but no obvious bowel contents. In addition, she was noted to have significant redundant panniculus which made exercise difficult and tended to develop rashes in the summer. ­ procedure in detail: after induction of general anesthesia via endotracheal tube her anterior lower torso was prepped and draped in the usual sterile fashion. Beginning with the hernia repair, this cephalad portion of the midline scars are open along the midline in the periumbilical region. Dissection down to the abdominal wall then preceded using monopolar electrocautery. The hernia ring was obviously just cephalad to the umbilicus. They were in was defined using combination of want and electrocautery techniques. This permitted re introduction of the abdominal contents the defect into the abdomen. Small rent in the peritoneum was noted. This was close with simple running 4-0 vicryl suture. The abdominal fascia was then closed to itself using simple interrupted 0 ehtibond sutures. Next, the wound was copiously irrigated using normal saline. Layered closure then preceded using 3-0 moncryl in the deep subcutaneous tissues as well as the dermis followed by running subcuticular 3-0 moncryl suture superficially. Attention was then turned to the panniculus. Should been marked and standing position for caudal aspect of her incision. This was made sharply. Dissection down the underlying pre-muscular fascia then preceded using monopolar electrocautery. Hemostasis throughout the procedure was insured using additional cautery. Next, the skin flap was elevated in caudad to cephalad direction to further release the redundant aspects of the panniculus. Once adequately elevated the skin flap was advanced caudally and a proposed resection line was marked with a marking pen. The excess skin was then removed after incising the skin with a scalpel and completing the dissection using additional cautery. It was then handed off to the back table. Surgical skin staples were then used to temporarily approximate the skin. Two 19 french round, fluted blake drains were placed beneath the defect. These exited through separate stab incisions in the inguinal area bilaterally. These drains were secured with 2-0 nylon drain sutures. Wired closure then preceded. Superficial fascia layer was closed using inverted, interrupted 2-0 pds suture. This was followed by a combination of inverted, interrupted 3-0 monocryl sutures as well as insorb subcuticular staples in the dermis. Finally the skin was closed using a running subcuticular 3-0 monocryl suture throughout. Her skin was then cleansed of residual prep solution. Dressing consisted of xeroform caused all incisions as well as to drain sites. This was followed by kerlix cause and the post surgical compression garment. Estimated blood loss for the procedure was 50 milliliters. There was no apparent intra or perioperative complications. Implant preoperative complaints: ¿ *(B)(6) 2008: (B)(6) hospital, (B)(6) md, history and physical: history of present illness: the patient is a 53-year-old female with an enlarging symptomatic incisional hernia defect. Given the clinical problem, the patient desires elective intervention for repair. She denies any symptomatology referable to a bowel obstruction though she does report increasing difficulty with bowel function, and chronic constipation over the course of the last several weeks. She had an abdominoplasty performed by dr. Mark barlow¿abdomen: obese, soft and nontender. There is a hernia defect that emanates from the superior portion of a midline incision which extends approximately 4 cm superior to the umbilicus. This is a reducible defect. There is no hernia defect in the caudad aspect of her abdominal wound¿assessment and plant: the patient is a 53-year-old female with a large ventral hernia defect. I have recommended a laparoscopic ventral hernia repair if technically feasible. She understands that she may warrant an open conventional approach, which would giver her an increased risk of a recurrent hernia and a wound infection. Implant procedure: 10/13/08: (B)(6) : laparoscopic ventral hernia repair. Implant: gore® dualmesh® plus biomaterial (05115345/1dlmcp06) 18 x 24 cm. Implant date: (B)(6) 2008 [hospitalization dates unknown] ¿ (B)(6). ­ preoperative diagnosis: chronic ventral hernia defect ­ postoperative diagnosis: chronic ventral hernia defect ­ anesthesia: general ­ findings at operation: these [sic] were two concurrent defects measuring approximately 13 x 15 cm in total. The smaller edge of the defect was at the umbilicus. The larger defect was cephalad to it in old incision. There was no incarcerated viscera though there was densely attached omentum to the defect which warranted dissection prior to repair. ­ procedure in detail: after appropriate monitoring was undertaken a foley catheter was placed and the abdominal wall was prepped with a duraprep solution in the usual fashion. The right arm was at 90 degrees to her torso, the left arm was secured at her side. Sterile drapes were applied. The standard hassan technique was used to introduce a 12 mm trocar in the right upper quadrant. Through this trocar a 10 mm 30 degree angle laparoscope was placed demonstrating no evidence of injury to viscus at placement of the initial trocar. Insufflation was maintained at 15 mmhg pressure using carbon dioxide insufflation through the initial trocar. Under direct laparoscopic visualization a 10 mm trocar was placed in the right lower quadrant, left lower quadrant and left upper quadrant. The dissection ensued by using the harmonic scalpel to remove the omentum adherent to the hernia defects. Once this was achieved the hernia defect was easy to measure using a spinal needle introduced through the skin. The dimensions were demarcated on the skin and a 13 x 15 cm defect was determined. Hereafter a large mesh prosthesis with a 3 cm perimeter around the defect was used to effect the repair. The mesh measured 19 x 21 cm. It was appropriately demarcated on the skin and on the prosthesis in order to facilitate the suture securing technique with the laparoscope. The repair was performed under direct laparoscopic visualization using twelve #1 gore-tex suture for the superior, inferior and bilateral regions as well as eight other regions in between. The perimeter hereafter was secured every 1 cm using the titanium tacker. Visualization of the viscera ensued thereafter and demonstrated no evidence of occult injury. The abdominal cavity was completely deflated of carbon dioxide. The abdominal wall was cleansed and irrigated with both a saline peroxide solution as well as a full strength alcohol solution. All wounds were closed using titanium clips. Relevant medical information: ¿ (B)(6) 2008: (B)(6) , ultrasound abdomen: clinical indication: postoperative seroma. Comment: limited anterior abdominal wall ultrasound demonstrates a small 4.5 cm x 3.8 cm postoperative hematoma in the anterior abdominal wall. It has not yet involved [sic] to liquid. As a result, its small size and liquid consistency preclude aspiration at this time. Explant preoperative complaints: ¿ (B)(6) 2009: facility ni, provider ni: pt [patient] [with] hiatal hernia [with] incisional hernia ¿ recurrent after 2nd repair. ______ of abdominal cramping pain, constipation [and] bloating. Abdomen: soft large recurrent ih [incisional hernia]. 8 x 10 cm above umbilicus ¿ midline epigastric scar _________ midline scar. Explant procedure: (B)(6) 2009: patients medical center, (B)(6) md: exploratory laparotomy and lysis of adhesions. Incisional hernia repair with allomaax [sic]. Explant date: (B)(6) 2009 [hospitalized (B)(6) 2009] ¿ patients medical center, (B)(6) md: with the patient prepped and raped in the usual sterile fashion at this time we made an infraumbilical midline incision where we detected an incisional hernia. As we approached the fascia we encountered a very large defect from about 5 centimeters below the umbilicus all the way down to the pubic area. The patient appeared to have a mesh repair of the suprapubic hernia and a mesh repair at the level of the umbilicus with a gap in between now developing the hernia. Additionally we encountered a disruption of the repair above the umbilicus with the new hernia sac developing above the umbilicus. For this reason we decided to open the entire length of the incision and extended a couple of inches above the umbilicus and splitting the old mesh, which appears to be a collagen mesh. We found that the metal screws that had been used to anchor the other mesh were protruding into the peritoneal cavity and had produced adhesions to the greater omentum. The adhesions were first taken down and then we encountered some adhesions in the small bowel that were also taken down. The metal screws were then removed and we had a fresh mesh to apply. The mesh prepared was allomaax [sic] 13 by 15 centimeters. After appropriate soaking in saline solution, we sutured it circumferentially with running #1 pds occurring [sic] to the fascia about an inch away from the edges. As the anchoring was completed circumferentially we washed the surface with antibiotic solution. Gentle reapproximation of the fascial edges was done with #1 pds also to decrease tension on the repair. After that we placed two #19 blake drains, which were brought out through a counter incision with 2-0 nylon stitch. The subcutaneous tissue was then closed in layers with 2-0 vicryl and the skin edges approximated with staples. A sterile dressing was applied and the patient tolerated the procedure very well and was taken to the recovery room in stable condition. Relevant medical information: ¿ (B)(6) 2009: patients medical center, (B)(6) md, right femoral quinton line placement ­ preoperative diagnosis: hypotension, acute renal failure, respiratory failure ­ postoperative diagnosis: hypotension, acute renal failure, respiratory failure ­ anesthesia: local ­ indications: the patient is a 62-year-old female, status post exploratory laparotomy, lysis of adhesions, and incisional hernia repair. The following day the patient is lethargic and appeared to have become short of breath with difficulty breathing and also had hypotension with acute renal failure developing with significant internal space loss and after fluid administration, the patient requires intravenous access from lack of intravenous sites. Discussions with (B)(4). Kahn, who had been consulted for acute renal failure, and he wants a dialysis catheter placement that has a port for IV usage as well. ­ operative description: the patient is prepped and draped in the usual fashion with maximum sterile technique and the right groin is then fully prepped and draped with sterile drapes going all of the way to the face utilized. Sterile gowns, caps, and masks were worn. Under local anesthesia, we identified a site location for the femoral vein and after a needle stick we obtained an excellent return. We were able to pass the guidewire to the inferior vena cava. The site of entrance was then enlarged with the knife and using different dilators, we enlarged it sufficiently for the quinton catheter to be advanced. Using the seldinger technique, then the catheter was advanced to the appropriate position and excellent blood return was obtained from both ports, which was flushed with heparinized saline. The port was then anchored in place with a subcuticular 2-0 nylon. Subsequently sterile dressings were applied. ¿ (B)(6) 2009: patients medical center, (B)(6) md, discharge summary: brief history and physical: this is a 52-year-old female with morbid obesity and large incisional hernia in the area of midline who, after preoperative evaluation, was referred to surgery. She had the previous problem of gerd gastritis and depression and post operatively the first day the patient developed significant hypotension, oliguria, and respiratory depression. This was found to be secondary to an unordinary high dose of pain medication in the pca pump. In the morning, after my arrival, the pca pump was stopped completely. The patient still remains significantly sedated and required intubation later in the day for support as well as placement of the central line, which at the time by suggestion of dr. Kahn, the consulting neurologist, she had a dialysis catheter placement. At this point, she had progressed very well. She is very stable and she will be discharged to continue progressive ambulation, to avoid heavy lifting, and to have the dressing changes by her daughter. She will be taking keflex and vicodin p.o. As well as resuming the prior medication she was taking. Final diagnosis: large incisional hernia, morbid obesity, depression, gastroesophageal reflux disease, hypertension. Operation: exploratory laparotomy, lysis of adhesions, incisional hernia repair. Complications: postoperative respiratory depression, hypotension and acute renal failure. ¿ (B)(6) 2010: (B)(6) medical center, (B)(6) md, history and physical ­ chief complaint: nausea, abdominal pain, and fever ­ history of present illness: she is a 55-year-old woman with a history of lap band surgery, status post reversal; history of laparoscopic cholecystectomy; history of chronic low back pain due to severe arthritis; djd [degenerative joint disease]; history of back surgery in 2007; also has history of recurring ventral hernia, status post repair up to 3 times, the last one was in 2009. The patient is morbidly obese. She had 3 rotator cuff surgery and a history of hysterectomy. The patient has a history of gerd, gastritis, hiatal hernia, hypertension, depression, as well chronic lower back pain syndrome. The patient was seen in dr hadad¿s office for abdominal pain. She did claim subjective fever. Abdominal pain was told by the patient to be in the mid of her abdomen and sometime on the left side. The patient does have nausea, but she claimed no vomiting. The patient was directly admitted from dr hadad¿s office with clinical suspicion for acute diverticulutis. CT of the abdomen and pelvis is waiting to be done. Antibiotics will be started. At this time, the patient is stable. Vital signs stable. Afebrile. Alert and oriented. ¿ (B)(6) 2010: (B)(6) medical center, (B)(6) md, assistant: diagnostic laparoscopy. Exploratory laparotomy, lysis of adhesions. Open incisional hernia repair with 19 x 28 cm xenmatrix mesh. ­ preoperative diagnosis: recurrent incisional hernias of the abdomen ­ postoperative diagnosis: recurrent incisional hernias of the abdomen plus adhesions of the small bowel including underside incision ­ operative description: the patient was prepped and draped in the usual fashion. Under general anesthesia at this time, we made a small incision in the left upper quadrant placing the veress needle in the peritoneal cavity and obtaining 15 mm co2 pressure. We then proceeded to place through here, a 5-mm trocar and then using a 30-degree scope, we went into the abdomen to inspect the area of the hernias. We identified large hernias present, 1 above the umbilicus with small bowel attached inside the hernia sac that very likely was at [sic] point of obstruction. There was a large right-sided hernia and there was a large suprapubic hernia, where the abdominal wall and the mesh previous repair was intact and the hernia sac had developed over it all the way to the pubis. Because of the adhesion of the small bowel in the area of the umbilicus, it felt very strongly that the patient could not be done laparoscopically. We then proceeded to open the patient in the midline from near the xiphoid to the pubis and the area of the previous repair was exposed. We saw the allomax mesh, which had stretched in numerous areas and produce this neuro [sic] defects particularly in the midline above the umbilicus and in the midline below the umbilicus, where a large hernia are formed. We divided the mesh in the midline and then dissected the contents of the sac, in particular we elevated the edges with kocher clamps and dissected the hernia sac that contained the small bowel until the entire loop of small bowel was totally freed. At that point, we dissected this over the subcutaneous tissue to extend our dissection beyond the edges of the incision way laterally to the find excellent structures of muscle to be able to anchor the mesh for an adequate repair. Similarly, we went in the entire circumference of the incision and we proceeded to go in the peritoneal surface to lyse the adhesions that were present also on the underside of the incision that mostly contained omentum and in the areas of the upper abdomen small bowel loops that were freed as well. Once we completed to lyse the adhesions, this took about 45 minutes. We proceeded to set up the mesh and by measuring the size of the defect, we elected to use the 19 x 28 cm xenmatrix mesh. This mesh was then sutured in place with #1 pds circumferentially and after the completion of the suture, which was done with a 5-cm overlap circumferentially above the mesh with the fascia overlapping and the suture was at least 5 cm lateral to the good fascial edge. The mesh was then flapped within the defect and we approximated the edges of the fascia in the midline loosely with #1 pds as well. At that point, we irrigated the cavity and return was clear. Before the completion of the circumferential suturing, we checked the position of the ng tube, which was adequately located within the stomach. The subcutaneous tissues were irrigated with saline solution and approximated with #0 vicryl and the skin edges with staples. Sterile dressings were applied after placing two #19 blake drains in the pocket underneath the subcutaneous tissue and attached them to the skin with 2-0 nylon stitches. Sterile dressings were applied. ¿ (B)(6) 2010: bayshore medical center, harold j walton md, discharge summary for hospitalization (B)(6) 2010 ¿ (B)(6) 2010: ­ discharge diagnosis: status post incisional hernia repair, hypertension, chronic pain ­ history and hospital course: [the patient] is a 55-year-old lady, patient of dr. Michael gannon with past medical history significant for morbid obesity, hypertension, and chronic pain, on chronic opioid treatment. She presented to the surgeon¿s office complaining about diffuse lower abdominal pain and she was admitted for evaluation, which included a CT of the abdomen and pelvis, which was consistent with a large new incisional hernia below a prior repair and was made for surgical treatment. She underwent laparoscopy, exploratory laparotomy, lysis of adhesions, and open incisional hernia repair. The patient tolerated the procedure well and was briefly in the intensive care unit, later on, she was transferred to the intermediate care unit and the surgical care floor. During her postoperative period, she complained about having a significant amount of pain, which was controlled initially with parenteral opioids. Once she was able to take oral route, she was switched to her usual schedule of ms contin 30 mg twice a day and an additional 15 mg dose for breakthrough pain. She has improved and now she is ready for discharge. She is to follow up with dr a hadad as an outpatient. ¿ (B)(6) 2011: (B)(6), (B)(6) md, history and physical: history of present illness: a 55-year-old female with a prior history of incisional hernia repair in the past, has developing increasing bulging in the right inguinal region with increasing pain and mass increasing in size also in the last 2 weeks. The patient had developed some bulging and pain on the left side and also in the left inguinal region¿abdomen: soft, obese. A well-healed epigastric incisional hernia repair, right inguinal hernia palpable, reducible, and tender. A smaller left inguinal hernia palpable, reducible, and tender. Bowel sounds are normal¿plan: repair, bilateral inguinal hernia with mesh. ¿ (B)(6) 2011: facility ni, anibal r hadad md, teresa vaughn cst: bilateral inguinal hernia repair with xenmatrix mesh ­ preoperative diagnosis: bilateral inguinal hernia ­ postoperative diagnosis: bilateral direct inguinal hernia ­ operative description: the patient was prepped and draped in the usual fashion. Under general anesthesia, at this time we made a left groin level incision following the line of the scar of her previous panniculectomy. As we entered the subcutaneous tissue, we went deep into scarpa¿s fascia and exposed the external oblique aponeurosis fascia. We then opened the fascia of the external oblique along the direction of the fibers exposing the inguinal canal. We dissected inside the inguinal canal. A preperitoneal fat sac that was coming through the posterior wall of the inguinal canal and elevated the round ligament to reach the pedicle. The pedicle was then clamped, divided, and tied with 2-0 silk ties proximally and distally, that gave us a complete exposure of the posterior wall of the inguinal canal. We fashioned a mesh patch of xenmatrix, which was then sutured to cooper ligament, conjoined tendon and internal oblique aponeurosis and inguinal ligament with interrupted stitches of 0 vicryl until we had satisfactory cover completely and securely the posterior wall of the inguinal canal. At that point, we closed over the repair the external oblique aponeurosis also with 0 vicryl and then proceeded to infiltrate the tissues with marcaine 0.5% to decrease postop pain. Subcutaneous tissue was closed in layers with 2-0 vicryl. The skin edges approximated with staples. Attention was then turned to the right side. We opened the incision in the right groin also following the direction of the scar of the previous panniculectomy. External oblique aponeurosis fibers were opened and we entered into the inguinal canal. Similarly, we elevated the round ligament pedicle clamping it proximally and distally dividing it and then tied with 2-0 silk ties. We fashioned the patch again with xenmatrix mesh, which was anchored to cooper ligament with interrupted stitches of 0 vicryl. After the mesh was securely anchored in place, the repair of the posterior wall of the inguinal canal was complete. The closure of the external oblique aponeurosis over the repair was then done with 0 vicryl, and the tissue were infiltrated with marcaine 0.5% to decrease postop pain. Subcutaneous tissue was closed in layer again with 2-0 vicryl and the skin edges approximated with staples. Sterile dressings were applied and the patient had tolerated the surgery well, was taken back to pacu in stable condition. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Manufacturer narrative:
H6: updated health effect . H6: updated investigation finding. H6: updated investigation conclusions. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence."

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2008 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2009, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: hernia recurrence, adhesions, bowel obstruction, severe and chronic pain. Additional event specific information was not provided.